Event description:
Information was received from a representative (rep) regarding an scs (spinal cord stimulation) trial patient. It was reported that the rep was programming the trial patient and got oor (out of range) impedances. They stated that contacts 3, 12, and 13 had low impedances. The rep stated that they figured out the problem and had to end the call. Technical services emailed the rep inquiring as to how the issue was resolved. No symptoms were reported. No further complications were reported. Follow-up was conducted.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturing representative (rep) reporting that the ens is turning off for no reason. It was noted that the patient feels the stim turn off and when they check it with the patient programmer it is off. The caller stated that another rep replaced the ens and it is still turning off intermittently. The rep stated that the patient is getting >50% relief and the doctor considers the trial to be successful. No further patient complications have been reported as a result of this event.